Event description:
It was reported that the catheter was inserted in 2002. On the following day when the catheter was hooked up to the dialysis machine, a 5cm longitudinal slit was discovered between the 40 and 45cm marks on the venous lumen. The catheter was trimmed and a new extension was placed.